Manufacturer narrative:
D11-intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint "blade was broken." Failure analysis found the primary failure of broken blade to be related to the customer reported complaint. The instrument was found to have a broken blade. The blade broke at the base. Broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of broke instrument blades is typically attributed to mishandling/misuse. A review of the instrument log for the harmonic ace instrument (part # 480275-08/lot# l90210404 0289) associated with this event has been performed. Per logs, the instrument was used on 13-jul-2021, on system sk1557. This is a single-use instrument. In addition, a review of the site's complaint history identified no other complaints related to the instrument and or this event. No image or video clip for the reported event was submitted to isi for review. Additional information can be found in the following fields: b3, d9, g3, g6, h2, h3, h6, and h10. Corrected information can be found in the following fields: b3 (event date updated based on review of logs), d1 (brand name) and d4 (batch sequence was added to the lot number). Failure analysis information can be found in the following fields: h6 and h10.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. In addition, the batch sequence number of the product's lot number was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. No image or video clip for the reported event was submitted to isi for review. This event is being reported because the blade of the harmonic ace instrument reportedly broke and fell inside the patient. The fragments were retrieved, and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the blade of the harmonic ace instrument was broken and fell inside the patient. The fragment was retrieved during the same procedure. A similar backup da vinci instrument was used to continue. The procedure was completed with no report of patient harm, adverse outcome, or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 14-july-2021: the instrument was inspected prior to use with no damage observed. During a da vinci-assisted myomectomy surgical procedure, the instrument was in use for 10 to 20 minutes and broke while it was being used for dissecting myoma tissue. All the fragments were retrieved during the same procedure and was confirmed with visual inspection. No additional surgical procedure was required to remove the fragment. It was unknown what caused the breakage to occur as the instrument did not collide with any hard materials or other instruments and there were reportedly no collisions. There was no patient injury. The surgeon did not notice any issues with the functionality of the instrument. The instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. No damage to the cannula nor the instrument after the event occurred. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. There were no photographic images of the devices or a video recording of the procedure available for isi review. Information regarding patient demographics, relevant testing, and medical history were requested; however, the reporter was not able to provide that information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.